Event description:
Fisher & paykel healthcare's distributor in (B)(4) reported that during their inwards good inspection of product at their distribution center, missing components were detected in an rt105 adult inspiratory-heated breathing circuit kit. The omission was discovered prior to delivery of the medical device to any user facility. Accordingly, no pt consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that was reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The complaint breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for inspection. We will provide a follow-up report confirming the alleged fault following receipt of the device and completion of our analysis.